Event description:
The user facility reported that the housing cracked and fell apart before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
Additional information: d9 / h3.

Event description:
The user facility reported that the housing cracked and fell apart before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.